Manufacturer narrative:
Qn#(B)(4).

Event description:
Complaint from maude database reports: "respiratory therapist (rt) trying to place aline, unable to thread catheter and when it was pulled out the catheter tip was missing."

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number is 11337219. The MDR text key is 232169156. Sent to FDA 02/02/2021. Date FDA received 02/17/2021. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database reports: "respiratory therapist (rt) trying to place aline, unable to thread catheter and when it was pulled out the catheter tip was missing."